Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurately low result of "250 mg/dl" obtained on the subject meter, compared to "325-350 mg/dl" on a calibrated laboratory device performed wthin 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.